Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer was assisted in performing displacement test. The insulin pump failed displacement test. The customer stated that the insulin pump kept giving error and they were unable to rewind due to error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. No motion sensor test failure alarm noted. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.